Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip. Insulin pump passed self test and error alarm test, no unexpected bolus stopped anomaly noted during our testing.

Event description:
The customer reported that the buttons were not functioning at all. The blood glucose reading was 155mg/dl. Advised the customer to discontinue the use of the device and revert to a back-up. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).